Event description:
It was reported that there was a pump motor stall with no recovery recorded in the event logs. A "tube set" message occurred two days after the stall. No patient symptoms were reported. The type of medication, concentration and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.